Event description:
It was reported that despite delivering boluses, the patient's blood glucose levels reached 340 mg/dl while wearing the pod between 36 and 48 hours.

Manufacturer narrative:
The pod was received fully deployed. Fluid flowed freely through the complete fluid path initially. A leak test was done by clamping the distal tip of the soft cannula and rotating the ratchet gear to observe for any external or internal leaks or tears in the fluid path. An external tear was found in the soft cannula. It could not be determined when the cannula was damaged. Another leak test was done by clamping below the external tear and observing for any internal leaks or tears in the fluid path. No internal leaks or tears were found. The bottom and middle battery voltages were measured to be below the expected. The insufficient battery voltages were a result of the corrosion. An external power source was used to download the data. Download attempts were unsuccessful. The pcb board was removed and download was attempted. Download attempts with the pcb board were unsuccessful. Without the download data it could not be determined if the pod functioned as intended. Corrosion was found on the top and bottom housing, top battery and pcb board. It could not be determined what caused the corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.